Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a tip detachment occurred. A 2.5mm x 6mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the tip was found broken. It was confirmed by imaging that the device was removed from the patient. The procedure was completed with a different device. There were no patient complications and patient was stable following the procedure.